Event description:
It was reported that the left ventricular lead had increasing and high threshold. It was also reported that the pacing impedance was high - which triggered an alert - and then the impedance had returned to normal values. The lead was reprogrammed, the patient will be followed more frequently, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.